Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg), had damaged atrial and ventricle ports, one of the tubes was missing. It was also determined at analysis that the display wires were pinched, however the wire insulation was not compromised. The battery drawer needed a shorting bar eco. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), had damaged atrial and ventricle ports. The epg was returned to service. There was no patient involvement.